Manufacturer narrative:
The customer complaint of tubing set separated could not be confirmed due to the product was not returned for failure investigation. The device history record for model 2420-0007 lot 19123083 shows the set was manufactured on 12dec2019 with a total of 23,043 units. There was a quality notification issued for separation lower-tubing (200306038) during the production build of this set. CAPA 1432807 was opened to implement the containment and corrective actions of the issue. The root cause of this failure was not identified as no product was returned. No investigation was performed.

Event description:
It was reported that there are more reports of the tubing set separated. Although requested, no additional information was provided.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there are more reports of the tubing set separated. Although requested, no additional information was provided.